Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Two blue hooks were detached from the loading catheter. One blue hook was completely detached and returned loose in the packaging. The other blue hook was detached from the catheter and attached to the string and located against the knot. The inner diameter of the loading catheter, the length of the loading catheter, the length of the stylet wire, and the blue hooks were measured and found to be within the appropriate manufacturing specification. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. Quality assurance will continue to monitor for complaint trends.

Event description:
The following info was provided by the cook area representative based on comments made by the user: while loading the 6 shooter saeed multi-band ligator onto the endoscope, the blue hook broke from the loading catheter. The physician was unable to load the ligator onto the endoscope. Another device was opened and used to perform the procedure. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.